Event description:
It was reported that the basal software was intermittently suspending insulin delivery inappropriately. The customer's blood glucose (bg) level subsequently increased to range from 200 mg/dl to "high." A manual injection was administered to address bg. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.